Event description:
It was reported that prior to use with 8 bd vacutainer® sst¿ ii advance plus blood collection tubes the tubes were discovered to be missing labels. The following information was provided by the initial reporter: sst tubes without labels.

Manufacturer narrative:
The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, eighty (80) retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.